Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a high blood glucose of 432 mg/dl. Customer treated with 25 units of insulin by manual injection. Customer stated that he has a back-up plan. Customer ran a manual prime and the insulin did exit the tubing. Customer's settings and programming were correct. Customer stated that he did not have a tubing clamp and will be sent one. Customer was advised to call back once he receives the tubing clamp to continue troubleshooting. Customer was also advised to do a complete set change. Customer stated that when he took the set off this morning, it seemed like it was leaking, so he changed the set.